Event description:
Initial reporter indicated that they had a vns pt that was presenting with "dizziness during 24 hour blood pressure measurement." It was asked if MFR had any reports on this as a side effect from the vns or hypotonia as a side effect. Good faith attempts are being made for add'l details surrounding the event.